Manufacturer narrative:
Alleged failure: air all-inside meniscal repair device damage during surgery update: after deployment of first anchor of air, when surgeon pulled out the needles and pierced at second site first anchor came out. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was found that one anchor was broken, however no pieces separated from the anchor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was found that one anchor was broken, however no pieces separated from the anchor.